Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had an inadequate seal. Additionally, there was post-op bleeding. Accordingly, the device did not seal several times even though the generator signaled seal cycle complete. Medical or surgical intervention was needed to prevent a permanent impairment of a function and the patient required a blood transfusion post-operatively due to low hemoglobin. Temporary injury was noticed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.